Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the rv header bore noted an obstruction in the bore. Microscopic inspection of the obstruction determined it was similar to a white silicone seal plug. Boston scientific seal plugs are white with a clear medical adhesive around the top, while the obstruction appears to be composed entirely of opaque white silicone, and is therefore most likely a competitor seal plug from a different device present during the implant procedure.

Event description:
It was reported that during an implant procedure, this pacemaker exhibited oversensing of noise when the rv lead was connected. The pacemaker was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this pacemaker exhibited oversensing of noise when the rv lead was connected. The pacemaker was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.